Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. According to the instructions for use (IFU), hypertension and respiratory dysfunction are known potential complications associated with the use of this device. With review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome include the patient's anticoagulation therapy and his initial increased fluid intake. There are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient presented at hospital with low vad flow alarms, severe hypertension (mean arterial pressures [map] of 120s) and dyspnea. He was transferred to a vad implanting facility where he was found to have a hemorrhagic left pleural effusion. On admission to the second facility, the patient was not hypoxic and declined thoracentesis since he reported that "lasix cures the issue". He was diuresed for approximately two liters during the course of his admission. It appears that the patient had been initially instructed to drink more fluid than usual due to his vad low flow alarms and had developed fluid overload. His blood pressure normalized with the diuretics. In addition, the patient reported that he had run out of his flomax at home which may have also contributed to the fluid overload. During his admission, the patient was noted to have a supra-therapeutic international normalized ratio (inr). The patient was treated with vitamin k with effect. The patient was discharged home on his pre-admission antihypertensives, adjusted coumadin dose and on low-dose lasix. The patient's physician noted that the patient's vad flows were marginal and that lowering his blood pressure did help considerably. The patient appears to have been seen at the hospital a few days after his discharge on (B)(6) 2015 to evaluate the progress of his pleural effusion. From the report, it is unclear whether that patient was seen as an outpatient or whether he was admitted for this procedure. He agreed to thoracentesis and 1.2 liters of bloody fluid were drained. A pulmonologist was consulted who felt that the effusion was most likely the result of the patient's recent supra-therapeutic inr. The primary investigator reported that the hypertension event was possibly related to the patient's condition and to the hvad system and unrelated to the hvad procedure. He/she further reported that the pleural effusion event was related to the pleural effusion and unrelated to the hvad system or procedure.